Event description:
It was reported that patient states, his inflatable penile prosthesis (ipp) began malfunctioning late last year. At first, it would quit inflating for a short period of time. As of (B)(6) 2020, it stopped working altogether. It will not inflate. Patient has seen his physician and he was also unable to get it to work. Right now, patient is looking at another surgery to diagnose and fix the problem. This device is not covered by his insurance, even though his erectile dysfunction is the result of treatment for prostate cancer (and after failing all other ed treatment options). Patient has paid out of pocket for the unit and the surgery to implant it. Patient would like to know if there a guaranty for this device. Patient has had, at best, 16 months of uncompromised use of the device. He does not wish to spend any more to correct the defective product.